Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor fell to pieces while he was trying to insert it. His blood glucose was 300mg/dl at the time of reporting. The sensor is being replaced. No equipment is being returned. No additional information was reported.